Event description:
It was reported that the bearings of the short attachment "are coming out." It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned. (B)(4) completed an evaluation of the device and the findings revealed that this event was due to normal wear over time. During the evaluation a functional test was performed and the device has excessive vibration and does not run properly. As a result, the reported condition was confirmed. If additional information should become available, a supplemental report will be sent accordingly.